Event description:
On (B)(6) 2012, pt reported receiving an e8 (power interrupt) error message on the infusion device during basal delivery. Pt stated she pressed the check button several times, but the e8 continued to alarm without being cleared from the infusion device display. Pt reported the battery was changed earlier due to a low battery. Had pt remove the battery from the infusion device and insert a new one. Pt stated after the start-up, the e8 began to alarm on the infusion device. Pt reported she pressed the check button several times, but the device continued to display the error message. Had pt replace the battery cover; e8 alarmed immediately after the start-up. Pt stated the infusion device did not respond to any of the buttons. Pt reported the display on the device looks cloudy. Verified the display could still be read in all areas of the display. Pt stated the display remained cloudy after changing to a new battery. Assisted pt with setting up her backup infusion device. Attempts to f/u with the pt were unsuccessful. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device, battery and battery cover for eval.